Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for predilatation. On an unspecified inflation and pressure, the balloon ruptured. The device was removed intact from the patient's body and the procedure was completed with another of the same device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).